Event description:
The patient was transferred on (B)(6) 2023. On (B)(6) 2023 the doctor placed an (a-line) on the elbow, due to the blood oxygen difference. On (B)(6) 2023, the dressing was changed due to the poor waveform of the a-line. The catheter was found to be broken in the blood vessel and immediately the catheter was removed. The final patient impact was stable. The event occurred intra-operative. Additional information was received on 12 may 2023: the catheter was placed on (B)(6) 2023. The catheter was placed on the patient successfully without any problems. The catheter stays on the patient or three (3) days. The patient's wound was bleeding when the dressing was changed, and it was found that the soft needle was broken in the blood vessel. The sheath was used to remove the broken catheter from the patient. Additional information was received on 16 may 2023: upon the moment that the nurse noticed the IV cath breakage, action was taken immediately. The intervention on site was using a sheath to remove the broken catheter. The sheath that was used for removal was not the sheath affiliate in the IV cath (srox). There was no surgical operation performed to remove the broken catheter.

Manufacturer narrative:
D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has been returned for evaluation. The returned actual sample showed the proximal hub of the IV catheter connected to an infusion connector. Traces of brown dried blood was observed on the sample. The proximal hub was viewed under magnification, and it was observed that the point of separation is slightly pressed and stretched. The remaining catheter tube measures around 0.5mm from the hub tip. Visual inspection of the retention samples was confirmed free from a crack, pinhole, scratch, bent, or dent on the catheter tube. The retention samples were subjected to catheter tube and catheter hub fitting force wherein the expected result is that either the catheter tube will be removed/separated from the catheter hub, or the catheter tube will break during the test. Results were all passed against our specification of >7.845n. The catheter tube is made up of radiopaque and non-radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. We received a total of twenty-three (23) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. Since the material of the catheter tube has not changed, the tensile strength simulation result from the previous catheter tube breakage complaints (B)(4) and (B)(4) was used as part of the investigation. A simulation was conducted for the previous catheter breakage complaint to demonstrate the tensile strength of the catheter tube by manual pulling tube. As the result, the catheter tube elongates from 50mm to around 190mm, but it did not break. This shows that the catheter tube has high tensile strength and does not break easily even when a strong force is applied. Please see the below illustration. Catheter tube was then subjected to bend testing using a resistance breakage tester for needle/cannula. Further verification of the tensile strength of the catheter tube was simulated on four (4) pieces of retention samples. The catheter tube was subjected to bending test using a resistance breakage tester for needle/cannula wherein samples were bent 20x (sample 1 & 2) and 100x (sample 3 & 4) at 15°. An evident dent was observed on the catheter tube for all samples however, there were no holes or breakage noted that could eventually result in a catheter breakage. This indicates the high resistance strength of the catheter tube even if a consistent uniform force is applied. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As informed through the additional information, the involved device was inserted and placed on the patient for three (3) days without any reported issues which indicates that the device performed properly. The damage likely occurred after the IV catheter was used. The assessment determined that the condition of the returned sample is most likely the elongation from the stretched tube because of the applied force. Verification of retention samples showed no related defects on the catheter tube that would lead to either catheter tube breakage or a detached catheter tube from the hub. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We also have two stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. The lot history file showed no related nonconformity or any irregularity that could lead to the complaint. Before shipment, qc conducts an outgoing inspection to check the condition of the product. All samples passed. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.